Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 459888 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. Follow up with the physician yielded no further information. The lead is still in use. No patient complications have been reported as a result of this event.